Event description:
It was reported by service report that the wheel was falling off of the stretcher and the brakes could not hold properly. The customer could not determine whether there was pt involvement or if adverse consequences occurred.